Event description:
Prior to starting a da vinci si surgical procedure, the user facility identified that the service diathermy electrode from the fenestrated bipolar forceps was allegedly coming away from the main body. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the electrode was coming away form the main body. The bipolar insert was broken off from the back end. One pin broke off with the insert and was returned with the instrument. The insert may have not been fully seated in chassis or may been pulled out when bipolar cord was removed. Some bipolar cords were a tight fit on the bipolar pins and may require a high removal force, potentially causing the insert to pull out. Electrical continuity test was performed on the instrument and failed. Additional observation not initially reported by the site was main tube damage. Engineering evaluation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removal and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. Engineering concluded that the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.